Event description:
It was reported that nrg transseptal needle selected for use. During unpacking the needle tip was found peeled off. No further information available. The procedure was completed successfully by using different device same device. No patient complication was reported. The device is not expected to return for analysis as discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.